Event description:
It was reported that the catheter could not be aspirated. Fluoroscopy evaluation was done on (B)(6) 2011 during which they could not "enter/withdraw from the catheter." Patient experienced "increasing pain for a month with very little pain relief." During pump refill, the expected residual volume was 4ml but actual volume aspirated of 11ml. On (B)(6) 2011, the catheter was spliced; patient outcome was reported as resolved without sequelae. Drugs infused included fentanyl bupivacaine and prialt.

Event description:
They were unable to aspirate due to "occlusion to the connector".

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: unk, explanted on: unk.

Manufacturer narrative:
(B)(4).